Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: while evaluating the trocar (during trial), the surgeon inserted a 5mm laparoscopic scissor blades. Nothing was left in the patient. The surgeon carefully removed the scissors and wiped the material from the blades and continued with the case. There was no tissue damage, no unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).